Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 213 mg/dl approximately 15 minutes after a meal announcement, with no symptoms reported and the infusion site noted as ¿cd,¿ while no alerts or alarms were reported and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no reported functional limitations or need for medical intervention beyond routine self-management. Investigation included customer troubleshooting and education with review of device use and infusion site status. Investigation of this case revealed no device alarms or malfunctions and no identified component failure, and the cause of the hyperglycemia remained unclear given the postprandial timing and lack of device alerts. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.